Event description:
On (B)(6) -the dealer reported that the 65650 rollator frame was bent, and one back wheel was about one inch off the ground resulting in an unstable unit. There was no patient injury reported.